Event description:
Alleged event: (B)(6) representative reported "stressed", ¿displacement of breast prosthesis¿, ¿renewed wound healing disorder¿, ¿exposed prosthesis¿, ¿dislocation of the prosthesis valve in the thoracic wall¿, ¿initial partial capsular fibrosis¿ and ¿minor bleeding¿. This record is for the left side. Device was explanted. Patient underwent capsulotomy and was prescribed cotrim forte. Patient was hospitalized. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".